Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter on the tip. The following information was provided by the initial reporter: material no: 309657 batch no: 0247696. It was reported that the syringes had some sort of gel on the tip.

Manufacturer narrative:
H.6. Investigation: two photos displaying the top view of two blister packs from batch 0247696 (p/n 309657) and the tip of a loose 3ml syringe were received and evaluated. No defects were observed. Based on the verbatim the "gel" was likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter on the tip. The following information was provided by the initial reporter: material no: 309657, batch no: 0247696. It was reported that the syringes had some sort of gel on the tip.